Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and prior to the operation, there was a saline leakage from the hemostatic valve. There was also "only a small amount of bleeding" as the issue was discovered promptly. No damages or dislodgements were noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The sheath was replaced and the procedure continued to completion. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).